Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was charging the ins to full and getting an excellent connection, however she has to recharge the ins every 7 hours, whereas 1.5 weeks ago she was able to recharge every 24 hours. The patient then reported she has been charging and its lasting 6 hours and during the day the stimulator turns off. Patient was issued a new controller. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.